Event description:
It was reported that vessel occlusion occurred. The patient was implanted with a greenfield vena cava filter (gvcf) at an unknown time. On (B)(6) 2019, patient underwent a venogram, which revealed a total occlusion of the gvcf. Extensive collaterals draining from the left common and right common iliac veins were noted. Occluded left femoral vein and left popliteal veins with extensive and mature collaterals in the left thigh were also seen. The filter was left inside of patient's body due to the high risks associated with removal. The physician recommended compression stockings and conservative treatment.